Event description:
Poly exchange of lcck surface due to the screw disengaging, floating in the posterior position of knee joint.

Manufacturer narrative:
Eval summary: inspection of the screw reveals thread damage and slight bending, which most likely occurred as a result of the screw being disengaged. Wear marks can also be seen on the anterior face of the spine, also most likely resulting from contact with the screw after disengagement. Devices were in-vivo for approx one year and 7 months. No pt info was provided. The torque utilized to assemble the poly to the tibia tray is unk. It is also unk if the assembly process and torque specified in the surgical technique was followed. Insufficient info is available to determine the probable cause of the complaint. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.